Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The patient fell on (B)(6) and broke her shoulder. Ever since then she had trouble with the device. She got a very strong feeling of having to urinate. She could not get up because the feeling of having to urinate was so strong, she had to wait for it to go away a little bit. When she got up she then usually leaked before she went to the bathroom. They did a CT scan on (B)(6) to check on her shoulder but the device was not checked after the fall. The patient was not feeling stimulation, but it was noted that she usually did not feel stimulation. The patient programmer (pp) confirmed the implantable neurostimulator (ins) was on, on program 2 at 2.6v. While the CT scan was performed, the patient forgot to tell them that her ins needed to be turned off when they took a CT scan. On the call stimulation was increased to 2.8v, but it was not felt. She then increased it more and "got it to working now." The change in therapy/symptoms was considered sudden. The symptoms started after the fall but she did not remember what date she noticed the symptoms. It was noted that the patient did not have a good understanding of the pp. She said she could not get the lightning bolt to go away from the screen. She thought the ins icon needed to be clear, with no lightning bolt, when it was programmed right. It was reviewed that the ins icon needed to have the lightning bolt to indicate the ins was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.